Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. However, the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was scheduled for a prophylactic replacement. During the explant procedure, the lead helix would not retract. A laser sheath was used to remove the lead. The lead was replaced. No patient complications have been reported as a result of this event.